Event description:
It was reported that there was an unspecified alarm that would not turn off. The patient changed to battery power and took the mobile power unit (mpu) to the clinic. A loaner mpu was provided to the patient. As of (B)(6) 2025, the site was unable to provide log files as too much time had passed since alarm. System controller software version was not available. The unspecified alarm had been identified as a yellow wrench alarm. There had been no patient consequence as a result of the event. The mpu was confirmed to have a v-lock connector on the ac power cord. The mpu did not come loose at the wall outlet nor the back of the unit, and no environmental circumstances that could have affected ac power at the time of the event were noted. The mpu would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unspecific alarm on the mobile power unit (mpu) was confirmed and reproduced. During the evaluation of the returned mpu, serial (B)(6), it was noted that the unit had multiple cuts in the patient cable jacket consistent with bite marks. The system powered up, and the unit was connected to a mock loop. An atypical alarm intermittently activated when the patient cable was flexed indicating wire fatigue or a short to shield. The patient cable was replaced, and the unit then passed all tests. The unit was scrapped, and a replacement was provided to the customer. Additional information provided stated that there were no log files available, the yellow wrench alarm was active at the time of the event, the unit had a v-lock, the ac power cord did not come loose, and there was no loss of power to the house. The root cause for the reported event was due to damage to the wires in the patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.